Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic with intermittent elevated flow and power on their event log. The patient had no complaints, and the event log was uneventful for active alarms. Routine left ventricular assist device labs including lactate dehydrogenase (ldh), plasma free, and haptoglobin were done. An elevated ldh/plasma free and low haptoglobin and international normalized ratio were revealed. The patient was admitted for further evaluation and heparin drip initiation. Computed tomography angiography of the head and chest were unremarkable. Log files were sent for review. The log file captured several odd low power alarms on (B)(6) 2024 while the patient was connected to wall power. In addition, the log files captured a single backup battery fault alarm on (B)(6) 2024, which appeared to resolve on its own. The log file also showed several unsustained power/flow evaluations on (B)(6) 2024. The patient ultimately returned to the operating room for a heartmate ii to heartmate ii pump exchange.

Event description:
A chest computed tomography scan was performed with intravenous contrast on (B)(6) 2024 prior to the pump exchange. The scan had no convincing evidence of a new thrombus about the outflow graft. The circumferential filling defect throughout the outflow graft appeared overall similar to a scan performed on (B)(6) 2018. Evaluation of the proximal aspect of the outflow tract was significantly limited due to a metallic artifact from the left ventricular assist device. This information was previously reported under MFR #: 2916596-2025-01071.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: thrombus was revealed through the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6). The reported elevated power and flows were confirmed through evaluation of the submitted log files. The report of a circumferential filling defect throughout the outflow graft could not be confirmed through this evaluation as the outflow graft was not returned with the pump. (B)(6) was returned assembled with the driveline (dl) severed approximately 7¿ from the pump housing. The remainder of the dl was not returned. The sealed inflow cannula and the apical sewing ring were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a large dark red thrombus situated around the outlet bearing ball and in between the stator blades. The darker areas of denaturation indicate that the thrombus was present during support. The origin and duration of time that the deposition was present within the pump could not conclusively be determined through this evaluation. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the depositions, the device was cleaned. The bearing, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification the device functioned as intended. Multiple attempts were made to obtain more information regarding the event; however, no more information has been provided at this time. Although a specific cause for the observed thrombus could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log files. In addition, they could have potentially contributed to the report of elevated ldh. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including device thrombus and hemolysis, that may be associate with the use of the heartmate ii lvas. Section 5, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Antihypertensive therapies must be documented." The IFU states that the system controller monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: thrombus was revealed through the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6). The reported elevated power and flows were confirmed through evaluation of the submitted log files. It was reported that the patient experienced elevated pump power/flow. Lab revealed patient had an elevated lactase dehydrogenase (ldh)/plasma free and low haptoglobin and international normalized ratio (inr). A computed tomography angiogram (cta) of the head and chest were done but were unrevealing. The submitted log files captured intermittent elevations in pump power and estimated flow above the patient's baseline on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. Average pulsatility index (pi) values showed a stable trend throughout the captured events. The pump appeared to have operated as intended at the set speed. (B)(6) was returned assembled with the driveline (dl) severed approximately 7¿ from the pump housing. The remainder of the dl was not returned. The sealed inflow cannula and the apical sewing ring were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a large dark red thrombus situated around the outlet bearing ball and in between the stator blades. The darker areas of denaturation indicate that the thrombus was present during support. The origin and duration of time that the deposition was present within the pump could not conclusively be determined through this evaluation. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Upon removal of the depositions, the device was cleaned. The bearing, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification the device functioned as intended. Multiple attempts were made to obtain more information regarding the event; however, no more information has been provided at this time. Although a specific cause for the observed thrombus could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log files. In addition, they could have potentially contributed to the report of elevated ldh. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including device thrombus and hemolysis, that may be associate with the use of the heartmate ii lvas. Section 6 of the IFU (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Antihypertensive therapies must be documented." The IFU states that the system controller monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimates fall outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.